Manufacturer narrative:
Additional information: g3, h2, h3. Software analysis revealed the user running the dws incorrectly entered 13.5kg instead of the correct patient weight of 135kg. The incorrect patient weight results in the catheters being scaled incorrectly. This will result in the catheters appearing large and moving less on the screen relative to the actual catheter movement due to the impedance scaling issue. The software is functioning as designed.

Event description:
During a typical atrial flutter procedure, the catheters moved slowly, were not responding properly and the case was cancelled with no consequences to the patient. The procedure will be rescheduled.